Event description:
A customer reported a cgm error in the past. The issue did not impact the customer's blood glucose level adversely. Technical support provided detailed instructions for resetting the pump, and the customer successfully restarted their sensor session without the error reoccurring. The customer was informed to contact technical support if the issue reappears and acknowledged the guidance received. Reset instructions were also sent via email at the customer's request.